Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report# 1627487-2017-02944, reference MFR. Report#3006705815-2017-00626, reference MFR. Report# 1627487-2017-02946, reference MFR. Report# 1627487-2017-02947. It was reported the patient experienced possible infection. Patient was hospitalized for unrelated issue. As of (B)(6) 2017 the physician stated the patient is doing ¿better¿ and does not suspect infection. Reportedly, the issue has resolved.

Event description:
Device 1 of 5. Reference MFR. Report# 1627487-2017-02944, reference MFR. Report#3006705815-2017-00626, reference MFR. Report# 1627487-2017-02946, reference MFR. Report# 1627487-2017-02947. Additional information received identified the patient was experiencing swelling at the ipg site. The issue has resolved.